Event description:
A report was received that the patients ipg was slightly tilted and uncomfortable. The patient underwent a pocket revision procedure wherein the ipg was moved lower. The patient was doing well postoperatively.